Event description:
It was reported that approximately 40 minutes after the pump was started, the "system error 8" alarm occurred twice. As a result, the arterial pressure (ap) select was changed from fiberoptic sensor (fos) to transducer. However, while in transducer mode, the "purge failure" alarm occurred twice. Because of these events, the pump was exchanged. There were no reported pt complications as a result of this occurrences.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.